Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion.: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of five medwatches being submitted as five devices were involved in this event. See also medwatch 2210968-2012-01756, 2210968-2012-01758, 2210968-2012-01759, and medwatch 2210968-2012-01760. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the device stopped rotating after two to three minutes. Another like device was used. There were no adverse patient consequences.